Event description:
It was reported that pump triggered temperature alarm while charging, despite not being exposed to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy.